Event description:
It was reported that in (B)(6) 2009, the patient presented with pain in her back and legs when sitting or standing. The surgeon diagnosed her with degenerative disc disease and recommended immediate surgery. The patient underwent surgery, consisting of a lumbar spinal fusion using rhbmp-2/acs. Post-op, the patient suffered from extensive numbness throughout her hips, legs, and feet that she did not have prior to surgery. She also suffered from sudden pains in her lower body that caused her great difficulty in her daily life.

Manufacturer narrative:
(B)(4). Date of surgery is unknown but it happened in (B)(6) 2009. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.